Manufacturer narrative:
Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. Alternatively, hemolytic anemia may be related to the valve when there is a ¿jet¿ of blood flow created like a paravalvular leak or there is a device condition leading to under expansion of the edwards intuity frame (e.g. Locking feature of the delivery system breaks and leads to under expansion of the frame, the malleable handle of the delivery system disconnects from the holder adaptor during frame expansion or the holder adaptor disconnects during the procedure leading to under expansion of the frame). In this case, there was allegation that the device caused or contributed to the hemolysis. Based on the available information the root cause of the hemolysis remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that two (2) months after the implant of this 21mm pericardial aortic valve, the patient was hospitalized due to pvl leading to hemolysis. At implant, this valve had a mild pvl that did not required treatment. This small pvl increased and caused the patient developed hemolysis. The patient was discharged home. No additional information was provided.